Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024 . Data was evaluated and the allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.